Event description:
As stated by the customer 2010-(B)(6): per the facility's medwatch form - "2 cna's were transferring resident from bed to wheelchair with a marisa lift. The sling was placed underneath and attached via 4 clips to lift. Cna's both stated they heard sling "click." While resident was in the air, the left leg buckle unhooked from the lift causing the resident to slip out and hit head on floor. Resident was transferred to ER and returned later [the] same day with a diagnosis of abrasion and contusion." Note - ahus received the facility medwatch report on (B)(6) 2010 (it is unk if they also sent it in to the FDA). An ahus service tech went on-site for the investigation on 12/23/2010. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.